Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal pancreatectomy, at the first firing, after about eighty percent of firing was performed, the firing stopped. When checking the condition, it was found that the tissue was not too thick or too hard. Because the firing stopped, the doctor waited for 1-2 minutes then the surgeon tried to fire again, but the device did not move, therefore the cartridge was released and a new cartridge with the same size was used at the second firing and the tissue was cut successfully. No patient injury.